Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: please explain what is meant by, the reload misfired? During firing on the pulmonary artery staple formation was not uniform and blood started oozing out of the staple line. Did the patient receive a blood transfusion? No. If the patient received a blood transfusion, how many units were provided? Na. Based on the bleeding, was the post-operative care changed? No. What is the current status of the patient?fine.

Manufacturer narrative:
(B)(4). The analysis results found that the atg45a device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a lobectomy the device with white reload misfired and started bleeding (almost 500ml blood loss). Doctor used suture to stop bleeding.